Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the endovascular stent graft did not deploy. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The condition of the returned device confirmed the reported failure to deploy the stent graft. The stent graft was found to be loaded in the system and the outer sheath was found to be torn off and elongated. The condition of the sample indicates that increased friction affected on the delivery system during the attempt to deploy the stent graft, finally resulting in the outer sheath fracture. Potential contributing factors to the reported event have been considered. Previous investigations of similar complaints have been reviewed. This type of event may be associated with a difficult vessel anatomy leading to increased friction and subsequent sheath fracture. In this case, no information about the anatomy was provided. Insufficient flushing of the device may be another contributing factor to the reported event. On the basis of the information available, a definite root cause for the reported failure could not be determined. The IFU states that the device must be flushed with sterile saline prior to use. Also the IFU states: "the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated." And "do not kink the delivery catheter or use excessive force during delivery to the target lesion." Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device."